Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. D4 batch #: c9d72p. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the hand activation function. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch c9d72p, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a problem with the cable at the junction of the handle. Changed to another device to complete the surgery. There was no patient consequence reported.